Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that catheter was damaged in the main route and the bleeding was found from there. Therefore the catheter was removed two days after the placement. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr d/l powerpicc sv catheter. Usage residues were observed throughout the sample. The purple extension tube exhibited a split approximately midway along its length. The split occurred within a region of curved shape memory. Microscopic inspection of the purple extension tubing revealed extensive deformation and discoloration in the vicinity of the split. The split exhibited a tapered shape, resulting in a flap of material. The flap exhibited extensive deformation and discoloration. The split edge exhibited coarse and irregular striations. Superficial mechanical damage was observed in the vicinity of the split. The abundant deformation and fracture surface texture were consistent with damage caused by contact between the extension tubing and a traumatic instrument. The curved shape memory and additional superficial mechanical damage suggested that the sample was forcefully manipulated using a traumatic grasping instrument such as forceps or hemostats. The product IFU states ¿do not allow accidental contact with sharp instruments. Mechanical damage may occur. Use only smooth edged, atraumatic clamps or forceps.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that catheter was damaged in the main route and the bleeding was found from there. Therefore the catheter was removed two days after the placement. There was no reported patient injury.